Event description:
It was reported that while in use on a patient, the ventilator generated a severe occlusion alarm. The patient was removed from the ventilator and placed on an alternate ventilator without any reported patient harm there is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer reported to have replaced the exhalation filter. The device passed all performed testing and is now back in service.